Event description:
Customer reports 4 incidents of blood leaks in 02/2001 blood leaks occurred on dialyzers with reuse numbers ranging between reuse #4 and #12 during patient treatment. Noted by blood leak alarms and confirmed with hemastix. Estimated blood loss was 300 cc's per incident. Three of the four treatments were continued with new dialyzers and new bloodlines without incident. Treatment was terminated for the fourth incident as the leak occurred at the end of treatment. No patient injuries or medical intervention was reported.